Event description:
Pt sustained a subtrochanteric fracture of the right hip. Fracture was a proximal femoral fracture with significant separation of the fracture fragment. Plate was implanted on 1/6/00 and on 1/4/01 pt experienced severe right hip pain. X-rays taken showed broken hardware. Pt underwent a calcar replacement of the right hip on unk date.

Event description:
A dcs plate implanted in 2000 broke post-operatively and was removed on an unknown date.